Event description:
A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. There was no death, serious harm or injury, and no medical intervention were reported. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of visible foam degradation. The device was scrapped by the service center after the evaluation was completed.